Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The product lot numbers were not reported. . The device manufacture date is not known as the device lot number is not available / not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the physician, during several recent thrombectomy cases, the user has noticed after the procedure some kinking toward the proximal end of the 132cm large bore 71 catheter (ic71132ug, lot numbers unknown). It was reported that would have been extra-cranially during the procedure. In one instance, the catheter appeared to have a layer that become what looked like a balloon. During the procedure he does use the stryker pump system with the large bore catheter. No further details are available as far as dates, clot location, set ups or exact number of times he has had issues. The devices were discarded therefore, no further investigation can be performed. The lot numbers are not known; therefore, device history record reviews cannot be completed. With the limited information available and without the products available for analysis, the reported customer complaint of ¿catheter (body/shaft) - kinked/bent-in patient¿ and ¿catheter (body/shaft) ¿ distension¿ could not be confirmed. The instructions for use (IFU) cautions users to inspect for kinks and bends, or other signs of damage prior to and during use. Any product with damage is not to be used. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant products, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the physician, during several recent thrombectomy cases, the user has noticed after the procedure some kinking toward the proximal end of the 132cm large bore 71 catheter (ic71132ug, lot numbers unknown). It was reported that would have been extra-cranially during the procedure. In one instance, the catheter appeared to have a layer that become what looked like a balloon. During the procedure, he does use the stryker pump system with the large bore catheter. No further details are available as far as dates, clot location, set ups or exact number of times he has had issues.